Event description:
The probe covers are used for intravaginal or pelvic ultrasounds. The covers are breaking during procedures which is causing unsafe conditions for the pts because the probe is becoming contaminated.